Event description:
A passeo-18 balloon catheter was selected for treatment of an infrapopliteal artery. The balloon burst during dilatation of a mildly to moderately calcified lesion at an applied pressure of approximately 10-11 bar. The device was retrieved. No part remained in patient.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected balloon has been inflated and was returned fully deflated. During the technical investigation, the balloon was inflated with 6 atm (np) during which the balloon opened normally but the pressure did not hold. A fine jet of water was seen to emerge from the distal balloon portion. Microscopic inspection revealed a pinhole at the distal end of the distal radiopaque marker. In close vicinity to the pinhole scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test and a pressure test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the reported event is most likely related to the patients anatomy (i.e. Calcified lesion).